Event description:
Hcp reported the pt was having baclofen withdrawal symptoms and was diagnosed with a large pseudomeningocele and a significant swelling in the lumbar region. The pt's condition improved when they were treated with oral baclofen. In 2002, the pt was admitted to the hospital. A pump xray showed no loose connector and no catheter fracture. A cat scan showed no hydrocephalus. The catheter was replaced. The pt outcome was not reported.